Event description:
Independent repair center customer alleged unit will not start, and the key failure is the power switch has a blown circuit. Associated malfunction for this device: compressor noisy.